Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope displayed a bad image (black screen) during preparation for use. The unspecified procedure was completed. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, the image was not displayed. In addition, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The electrical contact of the video connector had a scratch. The light guide cover glass had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause could not be determined. The reported problem was likely caused by a breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The operation manual provides the following: ¿confirm that the endoscopic image is displayed normally in (white light) wli and (narrow band imaging) nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.